Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had become locked in the boot screen. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple anesthesia station es (ases) units were locked on the boot screen and unable to start the application. A field service engineer shut down the power, booted each station in support mode, and allowed updates to run. After rebooting, each station took approximately 20 minutes to boot and eventually launched the application successfully. The stations were verified operational using hardware test application (hta) and atok. Preventive maintenance was performed. The system functioned as intended after the field service engineer troubleshot the device.